Event description:
It was reported that during an operative laparoscopy, bilateral salpingectomy the jaws of the device would not open-got stuck on tissue. The physician had to struggle to get the device to release the tissue. Cautery was used to complete procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the device jaws were able to open and close as intended. The trigger, switches and levers were easy to operate and the main handle lock was able to latch and unlatch. The blade extended and retracted as designed. The device passed all electrical testing. The device history record was reviewed, and no discrepancies were noted. As the device operated as intended upon eval, no conclusion could be made as to what may have caused the reported event.